Manufacturer narrative:
H.6. Investigation summary: one photo and one video of a safetyglide needle assembly attached to a prefilled medication syringe were received and evaluated. In the video it displayed a streak of medication on the outside of the syringe and on the outside of the needle shield. The photo displayed a close-up of the exposed cannula with a drawn in red circle and a few clear droplets near the tip of the cannula. From the evidence provided, it could not be determined where the leakage was occurring. The sample was manipulated, and an additional connection device was attached to syringe. A physical sample is required for a more thorough evaluation and potential root cause determination. The defect was not confirmed in the evidence provided. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that leaking occurred with a bd safetyglide¿ needle. The following information was provided by the initial reporter: reported a complaint from third hospital that they found leaking when using. The replacement was required. Confirmed the nurse follow the newest correct leaflet.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leaking occurred with a bd safetyglide¿ needle. The following information was provided by the initial reporter: reported a complaint from third hospital that they found leaking when using. The replacement was required. Confirmed the nurse follow the newest correct leaflet.